Manufacturer narrative:
One cadd solis pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint was verified. The event log did show the error cassette not attached properly. Service replaced the latch lock optic flex sensor. The problem source is the optic flex sensor.

Event description:
Information was received that the cadd solis vip pump alarms cassette not attached properly. No reported adverse effects.